Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device had foreign material or blood on it. It was also reported that the warranty seal was broken and there was no paperwork in the box.

Manufacturer narrative:
The product was returned for investigation and the reported failure modes were confirmed. Alleged failures: it had blood and pin marks, broken warranty seal, and no paper work in box.. The failure(s) identified in the investigation is consistent with the complaint record. However, the luminol spray confirmed that the red marks were not blood. The probable root causes could be improper cleaning of product surface, normal wear of the warning label, paper work misplaced after they were removed from the box, severe shipping conditions, or wom quality seal broken during removal of chassis cover for internal inspection. The reported failure mode will be monitored for future reoccurrence. Mfg date: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had foreign material or blood on it. It was also reported that the warranty seal was broken and there was no paperwork in the box.